Manufacturer narrative:
Follow-up #1: date of submission 09/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/13/2016 with the following findings: a review of the pump¿s black box revealed evidence of a loss of prime illustrated with a cs 162 alarm. The pump was not primed due to a low non zero force. The ez-prime steps were performed correctly. There was no cs 162 alarm duplicated during investigation. The product performed within specification. The original complaint of the ¿loss of prime¿ was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.